Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. Pa was harvesting greater saphenous vein. She attached the vasoview 6 pro cutter to the scope and when she went to use it in the leg she noticed the c-ring was bent horribly and would not work on capturing the vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. Pa was harvesting greater saphenous vein. She attached the vasoview 6 pro cutter to the scope and when she went to use it in the leg she noticed the c-ring was bent horribly and would not work on capturing the vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: (lot # & exp. Date). (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. Pa was harvesting greater saphenous vein. She attached the vasoview 6 pro cutter to the scope and when she went to use it in the leg she noticed the c-ring was bent horribly and would not work on capturing the vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.